Event description:
It was reported that the patient reported they were having issues charging their implant and the issue began a couple days ago. Patient stated they were getting a message on the controller to call medtronic regarding a battery. Patient also stated the controller screen would go white and completely black when trying to charge the implant. Patient added sometimes when recharging, it does not show recharging quality. Patient inspected the recharger and did not see any damage. Patient did hear a rattling inside the controller. The issue was not resolved. An email was sent to the repair department to replace the controller device.additional information was received from the patient. Patient called back and confirmed getting replacement controller. Patient said they went to charge and the recharger and implant would periodically connect, but then if they moved at all the implant would stop charging. Patient said they had another recharger from a system they had replaced in 2022 (historical event), but when they plugged in the older recharger, the relay box clicked, but the controller would just say no device found and never locate the implant to charge. Patient wanted to return older recharger from previous system. Tss emailed repair department to replace the recharger and to get fedex label for older recharger.patientcalled back and got new rtm but when trying to charge implant it just spins on looking for device. A request was sent to repair dept to replace controller.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n [(B)(6)], revealed. Analysis found "got hot after running it at donut end" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.